Event description:
Customer reported intermittent lines across the screen caused by moving the interconnect cable. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable, repaired the lemo receptacle, and reseated the video controller cable. System operates as intended. This MDR is related to ge healthcare complaint number.